Event description:
Information received by medtronic indicated the customer reported that the insulin pump was damaged and was not powering on. Troubleshooting was performed and found that there was a crack at the battery cap entrance which leads down to the side of the pump. No harm requiring medical intervention was reported. The customer will discontinue using the device and the product will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the active current test, sleep current test. Unit failed to pass the self test due to missing vibration assembly. Unit failed to pass the displacement test due to partially broken retainer ring and partially detached retainer. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Power loss alarm occurred on 03/02/2024 19:37 in history files and was expected. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic stack and force sensor. Unbale to lock p-cap due to partially broken retainer ring and partially detached retainer. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, cracked keypad overlay, missing display window cover, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, serial number label missing, broken battery tube threads, partially broken retainer, missing o-ring (reservoir tube), partially detached retainer, dog chew marks. Unexpected battery power loss is not confirmed. Unable to confirm cosmetic damage at the battery cap due to missing battery cap. Additional cosmetic damage is noted on unit. Vibration anomaly is confirmed due to moisture damage on the vibration harness assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.